Manufacturer narrative:
X-ray images were provided for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a fall which caused the zimmer cup to dislodge. The stryker stem remained implanted and the proximal body and head were revised.

Manufacturer narrative:
An event regarding loosening involving a competitors cup was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The medical review concluded that: a patient fall has caused overload on the arthroplasty with dislodging of the non-stryker cup. Rm body and bolt were exchanged for procedural reasons to facilitate exposure for revision surgery there is no allegation of failure against the head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a fall which caused the zimmer cup to dislodge. The stryker stem remained implanted and the proximal body and head were revised.